Event description:
Customer reported to beckman coulter, inc. (Bec) that unicel dxc 800 synchron system has been having an imprecision issue with iron (fe) level 1 quality control (qc). Customer reported that erroneous fe results were generated and reported out of the laboratory. Customer reported that the results were corrected. Customer reported that the erroneous results were within normal range so no change in patient treatment or ham occurred. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the reagent mixer paddle was not aligned to the cuvette. The fse replaced the reagent mixer and performed alignments. Customer then ran qc and precision using qc level 1 and found the results were acceptable.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).